Event description:
A us distributor reported that a patient was experiencing battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed.  The reported problem (charger faults) has been confirmed. Upon investigation the battery charger was unable to charge/recognize a battery pack. The cause for the failure was contamination on the battery board pca. Additionally, the battery charger/modem displayed a yellow #2 light when no battery was inserted, indicating a charger failure.  The root cause for the defective charger cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged charger.